Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anatomic shoulder replacement - apex surgery the trail glenoid component had a failure. When the surgeon removed the glenoid the rear central peg came off. The broken piece was retrieved out of the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully without additional devices as the purpose of the defective devices was already fulfilled at this moment. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to the damage to the device.